Manufacturer narrative:
Complaint confirmed. Visual evaluation identified and confirmed the distal tip of the reamer had fractured. All pieces were retrieved from the patient and, without the return of the device, further investigation cannot be performed. The root cause of the reported failure is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the reamer broke upon coming in contact with the bone while the surgeon was attempting to drill a tibial tunnel. One wing of the broken reamer was located and the other was not. An x-ray was used to scan the patient's leg and no metal fragments were located.